Manufacturer narrative:
All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
Related manufacturer reference number: 3006705815-2023-02379. It was reported the patient started to vomit when the physician was anchoring the leads on (B)(6) 2023. The leads were removed, and the case was aborted. Patient is doing well.